Manufacturer narrative:
The pt's lead was cut, and the remaining portion of the lead was left inside the pt.

Event description:
The pt reported that the physician found infection at the incision site. The physician cut and discarded a portion of one lead. The pt's infection has reportedly cleared.